Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe lower abdominal pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion disability), menorrhagia ("abnormally severe heavy and prolonged bleeding during menstruation"), abdominal pain ("abdominal pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), abdominal pain lower ("severe abdominal cramping"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), fatigue ("fatigue"), dysgeusia ("metallic taste in her mouth"), weight fluctuation ("weight fluctuations"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), insomnia ("sleep loss"), depression ("depression"), anxiety ("anxiety"), dental caries ("tooth decay") and tooth loss ("tooth loss"). The patient was treated with surgery (tooth extraction and root canal in (B)(6) 2015). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, arthralgia, uterine pain, abdominal pain lower, back pain, dyspareunia, alopecia, fatigue, dysgeusia, weight fluctuation, vaginal infection, vaginal discharge, insomnia, depression, anxiety and tooth loss had not resolved and the dental caries outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, dental caries, depression, dysgeusia, dyspareunia, fatigue, insomnia, menorrhagia, pelvic pain, tooth loss, uterine pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: the pain experienced by plaintiff was frequently so debilitating that she was unable to perform normal daily functions. More specifically, despite treatment, her symptoms have persisted and progressively worsened. The abnormally heavy and severe bleeding has been unrelenting, even when she was not menstruating. She has not yet been able to undergo surgery to remove the essure micro-inserts and continues to suffer from the symptoms. Due to the symptoms, she has been forced to miss time from work. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 and experienced severe lower abdominal pelvic pain. The pain experienced by plaintiff was frequently so debilitating that she was unable to perform normal daily functions. Pelvic pain in women may have multiple causes. In this case, no alternative explanation was provided. A contributory role of essure cannot be excluded. This case was classified as incident due to serious injury (disability). Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe lower abdominal pelvic pain") in an adult female patient who had essure (batch no. C40242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion disability), menorrhagia ("abnormally severe heavy and prolonged bleeding during menstruation"), abdominal pain ("abdominal pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), abdominal pain lower ("severe abdominal cramping"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), fatigue ("fatigue"), dysgeusia ("metallic taste in her mouth"), weight fluctuation ("weight fluctuations"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), insomnia ("sleep loss"), depression ("depression"), anxiety ("anxiety"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches"), migraine ("migraines"), nausea ("nausea,"), tooth disorder ("dental problems") and anaemia ("anemia"). The patient was treated with surgery (tooth extraction and root canal in (B)(6) 2015). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, arthralgia, uterine pain, abdominal pain lower, back pain, dyspareunia, alopecia, fatigue, dysgeusia, weight fluctuation, vaginal infection, vaginal discharge, insomnia, depression, anxiety and tooth loss had not resolved and the dental caries, dysmenorrhoea, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, migraine, nausea, tooth disorder and anaemia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, anxiety, arthralgia, back pain, bladder disorder, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, insomnia, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, tooth loss, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: the pain experienced by plaintiff was frequently so debilitating that she was unable to perform normal daily functions. More specifically, despite treatment, her symptoms have persisted and progressively worsened. The abnormally heavy and severe bleeding has been unrelenting, even when she was not menstruating. She has not yet been able to undergo surgery to remove the essure micro-inserts and continues to suffer from the symptoms. Due to the symptoms, she has been forced to miss time from work. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes ultrasound scan vagina - on (B)(6) 2015: showed coils sticking out of fallopian tubes most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: the events abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, headaches, migraines, nausea, dental problems and anemia were added. Reporter, patient demographic information, other relevant history updated. Product batch number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe lower abdominal pelvic pain") in an adult female patient who had essure (batch no. C40242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion disability), menorrhagia ("abnormally severe heavy and prolonged bleeding during menstruation"), abdominal pain ("abdominal pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), abdominal pain lower ("severe abdominal cramping"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), fatigue ("fatigue"), dysgeusia ("metallic taste in her mouth"), weight fluctuation ("weight fluctuations"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), insomnia ("sleep loss"), depression ("depression"), anxiety ("anxiety"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches"), migraine ("migraines"), nausea ("nausea,"), tooth disorder ("dental problems") and anaemia ("anemia"). The patient was treated with surgery (tooth extraction and root canal in (B)(6) 2015). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, arthralgia, uterine pain, abdominal pain lower, back pain, dyspareunia, alopecia, fatigue, dysgeusia, weight fluctuation, vaginal infection, vaginal discharge, insomnia, depression, anxiety and tooth loss had not resolved and the dental caries, dysmenorrhoea, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, migraine, nausea, tooth disorder and anaemia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, anxiety, arthralgia, back pain, bladder disorder, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, insomnia, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, tooth loss, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: the pain experienced by plaintiff was frequently so debilitating that she was unable to perform normal daily functions. More specifically, despite treatment, her symptoms have persisted and progressively worsened. The abnormally heavy and severe bleeding has been unrelenting, even when she was not menstruating. She has not yet been able to undergo surgery to remove the essure micro-inserts and continues to suffer from the symptoms. Due to the symptoms, she has been forced to miss time from work. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes. Ultrasound scan vagina - on (B)(6) 2015: showed coils sticking out of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe lower abdominal pelvic pain/pain") and device dislocation ("ultra sound showed coils sticking out of fallopian tubes") in a 26-year-old female patient who had essure (batch no. C40242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion disability), menorrhagia ("abnormally severe heavy and prolonged bleeding during menstruation/abnormal bleeding (mennorhagia)"), alopecia ("hair loss"), fatigue ("fatigue"), weight increased ("weight fluctuations/weight gain / loss (specify which one) periods of weight loss and gain: weight gain"), vaginal infection ("vaginal infection/infection (bladder/urinary tract/vaginal) - type: vaginal infection"), vaginal discharge ("vaginal discharge"), depression ("depression/psychological or psychiatric problems - condition: depression"), anxiety ("anxiety/psychological or psychiatric problems - condition: anxiety"), tooth loss ("tooth loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches"), migraine ("migraines"), nausea ("nausea,"), tooth disorder ("dental problems") and anaemia ("anemia/other injury(ies) or complication(s) - please describe: anemia"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), abdominal pain lower ("severe abdominal cramping"), back pain ("severe back pain"), dysgeusia ("metallic taste in her mouth"), insomnia ("sleep loss"), dental caries ("tooth decay") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with cilest (tri-sprintec), tylenol sinus medication (sinus tylenol), citalopram hydrobromide (celexa) and surgery (tooth extraction and root canal in (B)(6) 2015). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, arthralgia, uterine pain, abdominal pain lower, back pain, dyspareunia, alopecia, fatigue, dysgeusia, weight increased, vaginal infection, vaginal discharge, insomnia, depression, anxiety and tooth loss had not resolved and the device dislocation, dental caries, dysmenorrhoea, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, migraine, nausea, tooth disorder and anaemia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, anxiety, arthralgia, back pain, bladder disorder, dental caries, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, insomnia, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, tooth loss, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the pain experienced by plaintiff was frequently so debilitating that she was unable to perform normal daily functions. More specifically, despite treatment, her symptoms have persisted and progressively worsened. The abnormally heavy and severe bleeding has been unrelenting, even when she was not menstruating. She has not yet been able to undergo surgery to remove the essure micro-inserts and continues to suffer from the symptoms. Due to the symptoms, she has been forced to miss time from work. Patient had done tooth extraction and root canal. She had took iron deficiency pills. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes ultrasound scan vagina - on (B)(6) 2015: coils sticking out of fallopian tubes patient had done pelvic ultra sound. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received, event onset dates added, concomitant and treatment drugs added, event weight gain updated. Event coils sticking out of fallopian tubes were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe lower abdominal pelvic pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criterion disability), menorrhagia ("abnormally severe heavy and prolonged bleeding during menstruation"), abdominal pain ("abdominal pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), abdominal pain lower ("severe abdominal cramping"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), fatigue ("fatigue"), dysgeusia ("metallic taste in her mouth"), weight fluctuation ("weight fluctuations"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), insomnia ("sleep loss"), depression ("depression"), anxiety ("anxiety"), dental caries ("tooth decay") and tooth loss ("tooth loss"). The patient was treated with surgery (tooth extraction and root canal in (B)(6) 2015). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, arthralgia, uterine pain, abdominal pain lower, back pain, dyspareunia, alopecia, fatigue, dysgeusia, weight fluctuation, vaginal infection, vaginal discharge, insomnia, depression, anxiety and tooth loss had not resolved and the dental caries outcome was unknown. The reporter considered pelvic pain, menorrhagia, abdominal pain, arthralgia, uterine pain, abdominal pain lower, back pain, dyspareunia, alopecia, fatigue, dysgeusia, weight fluctuation, vaginal infection, vaginal discharge, insomnia, depression, anxiety, dental caries and tooth loss to be related to essure. The reporter commented: the pain experienced by plaintiff was frequently so debilitating that she was unable to perform normal daily functions. More specifically, despite treatment, her symptoms have persisted and progressively worsened. The abnormally heavy and severe bleeding has been unrelenting, even when she was not menstruating. She has not yet been able to undergo surgery to remove the essure micro-inserts and continues to suffer from the symptoms. Due to the symptoms, she has been forced to miss time from work. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2015: hysterosalpingogram result was confirming full occlusion of fallopian tubes. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 and experienced severe lower abdominal pelvic pain. The pain experienced by plaintiff was frequently so debilitating that she was unable to perform normal daily functions. Pelvic pain in women may have multiple causes. In this case, no alternative explanation was provided. A contributory role of essure cannot be excluded. This case was classified as incident due to serious injury (disability). Additionally, non-serious events were reported. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.